Manufacturer narrative:
Updated data: d9 h2 h3 h6 product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was returned to the galway return product analysis (rpa) lab loaded within the capsule of the delivery system. The galway rpa lab deployed the valve, during which an infold was observed. Following deployment, the valve was forwarded to the santa ana rpa lab. Upon receipt, the valve was received inside a heart valve return kit jar, fully submerged in clear 0.2% glutaraldehyde solution. The device was received in a crimped configuration, with both the outflow and inflow aspects displaying an elliptical appearance. As received, all leaflets were in a partially open position. Leaflets were stiff at receipt, resulting in incomplete coaptation. All leaflets appeared dehydrated and stiff. Wrinkling and deep creases were present across the leaflet, indicating that the valve had remained in a crimped or compressed configuration for a duration of time. All commissures appeared intact. All sutures appeared intact. The valve was submerged in a warm saline bath (approximately 37°celsius). Following submersion, the frame expanded, and the elliptical appearance of both the outflow and inflow aspects resolved. Despite expansion, the valve appeared to retain a compressed state, likely due to extended time spent within the delivery system. The infold identified during the deployment by the galway rpa lab appeared to resolve following warm saline submersion. No damage, such as bends or kinks, was observed on the frame following warm saline submersion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the transcatheter aortic valve implantation procedure, after successful loading without complications, fluoroscopy was used to check the transcatheter aortic valve evfxplus-26 and delivery system d-evolutfx-2329, during which a crown overlapping past node 3 of the inflow and a paddle outside the pocket were observed. A new valve and delivery system were selected and implanted without problem. Of note, the misload was not due to a new valve loader. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the delivery catheter system (dcs) was received with a valve loaded within the capsule. The device was received with the handle and capsule fully closed. Delamination was observed at the proximal end of the capsule. Bends were evident to the proximal end of the catheter shaft. The handle appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. On retraction of the capsule via the rotation of the actuator, the returned valve was deployed with an infold noted. An in-house evfxplus-26 valve was successfully loaded onto the dcs. After the successful loading of the valve onto the catheter there was no evidence of a misload on the capsule. The in-house valve was deployed with no issues noted. No other deformation evident to the remainder of the device. The reported misload could be confirmed through analysis. Continuation of d10. Product ID d-evolutfx-2329 (unknown serial/lot); product type: 0195-heart valves; implant date: non-implantable device select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.